Event description:
The customer stated that insulin pump was exposed to moisture when insulin leaked from the reservoir. The reported blood glucose reading was 560 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the electronics. Please see MFR report number 2032227-2009-04154 for the leak under the reservoir.